Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/19/2025, it was reported by a sales representative via email that two ar-8991 dx knotless fibertak anchors were used on a live patient during a procedure conducted on a trial basis. Both anchors failed during use and could not be salvaged. Fortunately, there was no harm to the patient and no significant procedural delay. Hard-body anchors were substituted, and the procedure was completed without issue. Additional information received on 8/26/2025: this was discovered during a brostrom with internal brace procedure on (B)(6) 2025. The anchors pulled out when tensioning the knotless mechanism and broke. All broken fragments were removed from the patient. The case was completed using an ar-1322bcst 2.4 single loaded suturetape s-tak assy.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. Ref: (B)(4). Bone preparation: if your surgeon cycles the drill, when drilling, make sure they are cycling in the same direction. Any movement, even micro-motion, in the guide can create an oblong or larger whole. Remember that the dx knotless fibertak anchor relies on cortical fixation. If your surgeon uses a rongeur or curette to decorticate and create a bleeding bed, it could compromise the fixation. Do not fully set the anchor before shuttling the knotless mechanism. Instead, use a light pull to ensure. It is staying in bone. Ref: (B)(4). Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.